Manufacturer narrative:
(B)(4). Concomitant medical products: item # unknown unknown taper lot# unknown, item# 00801804002 12/14 femoral head 0 x 40mm lot# 62443550 . Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR's submitted with this report: 0002648920 - 2018 - 00466.

Event description:
It was reported that patient underwent a revision procedure approximately five years post-implantation due to pain/locking/product wear. Attempts have been made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Liner standard 3.5 mm offset 40 mm i.d. For use with 58 mm o.d. Shell concomitant medical products: item# 00771101100 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 11 standard offset lot# unknown. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device identified nicks and gouges along the base of the head, about the conical taper. Inside the conical taper, dark foreign debris and wear was identified. Optical imaging of the morse taper revealed dark deposits along the surface of the taper. Scanning electron microscopy of these deposits identified circumferential bands were present, a result from imprinting, as well as light axial wear. Quantitative eds analysis of the taper identified evidence of biological deposits along with substrate material containing elevated levels of cr, mo, and o, possible evidence of corrosion products. Also identified was minor amount of ti, possible transfer from the stem taper. Eds analysis of the polished surface of the head found the product to be consistent with material specifications. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of x-ray from an unknown date identified anatomic alignment of the right hip arthroplasty. No evidence of loosening, radiolucencies, corrosion, osteolysis, or abnormal wear were identified. Overall fit and alignment are unremarkable. Bone quality appeared normal. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.